Event description:
It was reported that after approximately 1mm of the stent graft had been deployed, resistance was encountered and the stent graft would no longer deploy. Several attempts were made to complete the deployment; however, the outer sheath broke approximately 4cm from the handle. The stent graft system was removed without incident and no other stent graft was deployed. There was no reported pt injury.

Manufacturer narrative:
Further review of the event details identified a secondary procedure with the use of a general anesthesia was needed to deploy another stent graft. Reportability was changed to MDR reportable - serious injury. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately 1mm of the stent graft had been deployed, resistance was encountered and the stent graft would no longer deploy. Several attempts were made to complete the deployment; however, the outer sheath broke approximately 4cm from the handle. The stent graft system was removed without incident and no other stent graft was deployed. Another stent graft was deployed in a separate procedure to treat the lesion. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported for lot number anwk3812 to date for deployment issue. The device was returned and evaluated with product packaging and label. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. It should be noted that an outer shaft break is also confirmed, as the outer sheath was torn off at the catheter reinforcement area. Per the complaint comments, it was noted that force was applied in attempt to deploy the remaining portion of the stent graft when the outer shaft broke. Therefore, it is likely that procedural issues contributed to the event. However, the definitive root cause is unk. The current IFU (instructions for use) state: indication for use: the flair endovascular stent graft is indicated for use in the treatment at the venous anastomosis of eptfe or other synthetic arteriovenous (av) access grafts. Warnings: the stent graft (implant) cannot be repositioned after total or partial deployment. Once partially or fully deployed, the flair endovascular stent graft cannot be retracted or remounted onto the delivery system. Device removal after deployment can only be done with a surgical approach. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.